Event description:
After successful calibration of entph probe, probe was placed in pt. Device failed to turn on after multiple attempts. Medtronic tech support called-still not work despite recommendations. Probe removed.